Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited low out of range shock impedances on the right ventricular (rv) lead measuring less than 20 ohms. Boston scientific technical services (ts) recommended evaluating the system. This ICD system remains in service. No adverse patient effects were reported.